Manufacturer narrative:
The insulin pump passed the functional testing and no motor error alarms were noted. All of the buttons functioned properly. However, moisture damage was noted on the keypad traces. A cracked reservoir tube lip, cracked battery tube threads, minor scratches to the display window, a cracked display window and a cracked case near the display window corners were noted during the visual inspection.

Event description:
It was reported that the insulin pump alarmed motor error during basal or bolus delivery. Device was not exposed to a high magnetic field. Motor error alarm occurred three times in the last 30 days. Customer does not use the sensor feature and is able to complete the rewind sequence. It was also reported that the act button has intermittent response. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.